Event description:
The customer reported being hospitalized on late june for four days due to high blood glucose of over 600mg/dl. The customer stated that she was told at the hospital that the insulin pump was not functioning properly and caused her blood glucose to rise. The customer stated that she has not used the insulin pump in almost two months, and she is not comfortable with it. Offered a replacement of the insulin pump and she declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.